Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the perfix plug (device 2). Additional supplemental emdrs were submitted to represent the perfix plugs (device 1 & 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "made an incision to the right inguinal region, a perfix plug (device 1) was placed through the defect and secured with sutures. Attention to the left side, a perfix plug (device 2) was placed in the floor of the inguinal canal and secured with sutures." On (B)(6) 2016 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with the removal of mesh (device 1) and implant of two perfix plugs (device 3 and device 4). Per op notes, "first the right side, adhesions of the previous plug were stuck to the external canal. The mesh (device 1) was excised and a perfix plug (device 3) was placed the pubic tubercle using sutures. On the left side, the old plug (device 2) at the external ring was left alone. And a perfix plug (device 4) was placed in the internal canal."